Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele with prolapse. It was reported that the patient underwent a bs advantage and mesh implant on (B)(6) 2011.this is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00923, 2210968-2013-00921 and 2210968-2014-00973. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria this is one of three medwatches being submitted. See also medwatch 2210968-2013-00921 and 2210968-2013-00923. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal prolapse, sui, frequency and urgency.